Event description:
During the laparoscopic cholecsytectomy procedure, the staples did not form properly. The surgeon applied another device without pt injury.

Manufacturer narrative:
8/21/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.